Event description:
The patient reported having a high power alarm and blood in the urine while at home and was brought into the hospital on (B)(6) 2015. Log files which were sent in to the manufacturer, showed a rising power out of the normal operating range. It was also reported that the ldh had also risen. It was reported that the patient had been taken off of coumadin by their local doctor, but that the inr was still within the therapeutic range. The decision was made to exchange the pump the next day. There was no visible evidence of thrombus upon explant.

Manufacturer narrative:
(B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. Analysis of the device revealed that the device failed to meet specifications; the device passed the functional testing, but failed dimensional verification and visual examination. Dimensional verification revealed a deviation from the front housing curvature specification. However, per etr00435 and the lack of impact on the wet test power consumption, this deviation is not expected to impact pump performance. Visual examination indicated scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that external factors such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation; clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). It was indicated that the explanted pump will be returned to the manufacturer; however, it has not been received. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Product is in route.

Manufacturer narrative:
Information received via intermacs indicated sub therapeutic anticoagulation as a causative factor.